Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving baclofen with concentration 2000 mcg/ml at a dose rate of 800 mcg/day via an implantable pump for intractable spasticity and cerebral palsy. On 2019-sep-04 it was initially reported that a pump alarm was heard, and telemetry was not yet performed. It was indicated that they have a new patient that the hcp had not seen yet, but she received his medical records from his previous physician and saw that the next refill date was (B)(6) 2019. The hcp called the patient¿s mother who indicated that the pump was alarming, and the alarm had switched tones. It was indicated that the patient¿s mother reported that patient was a little itchy and irritable. The change in therapy/symptoms was sudden the hcp had instructed the mother to take the patient to the emergency room (ER) three hours ago, but she had not done that. The hcp stated that if the patient goes to the ER, she would fill the pump today ((B)(6) 2019) if not tomorrow morning. The reason for physician¿s call was to ask about priming and the potential for damage to the tubing of the pump was empty. The date of the event was described as (B)(6) 2019. The date (B)(6) 2019 is considered an approximate date of event. No further patient complications have been reported as a result of this event. Additional information was later received via a healthcare provider on (B)(6) 2019. It was noted that they had interrogated and refilled the pump on (B)(6) 2019. The alarm that switched tone was confirmed to be the low reservoir alarm followed by the empty reservoir alarm. Regarding the cause of the alarm/issue and patient having been itchy and irritable, it was noted that they had moved to another state and was not established with a neurologist. Actions taken to resolve the issue included the baclofen pump having been refilled. The alarm, itchiness, and irritability were resolved. The patient¿s weight at the time of the event was (B)(6) kg. Regarding the status of the device, it was described asfunctional.